Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient developed pericardial effusion. Surgery was delayed due to the adverse event. In physician's opinion, this event was related to transseptal puncture using the deflectable sheath agilis m curve (abbot), however, during the ablation phase is when it was noticed that the patient¿s blood pressure was dropping. The atrial puncture was performed during the transseptal phase. The procedure was aborted so that the pericardial effusion could be stopped. Extended hospitalization was required. No error messages on biosense webster, inc. Equipment were reported. Transseptal puncture was performed with a deflectable sheath agilis m curve from abbot medical. There was no evidence of a steam pop. The visitag module was used with the following settings: 3seg, 3mm, 25% time, min force 3gr. Additional filters used was the ablation index. The flow was sent to 8ml/min less than 25w and 17ml/min more than 25w. The smarttouch catheter was in close proximity to the pentaray nav high-density mapping eco catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto® 3 system did not indicate to re-zero the catheter. The patient was under general anesthesia for 3-4 hours. Although it is unknown if ablation was performed prior to detection of the effusion, this event will be conservatively reported under the smart touch bidirectional ablation catheter.